Event description:
It was reported that during a pneumonectomy procedure, while stapling across the pa and the pv using the white reload, the stapler sounded as though it was going through extremely thick tissue. As he completed the staple line he noticed he still had bleeding and he said it looked like the staple line had a blow out. After the same result on the first two firings, he asked to open a new stapler to ensure it was not a stapler issue. He seemed to have the sample result but after opening three devices, it seemed to get the desired staple line he was looking for and then completed the case. Case completed with the third device of the same product code.

Manufacturer narrative:
(B)(4). Damaged joint cover, damaged one piece sled. Additional information was requested and the following was obtained: please clarify what is meant by staple line had a blow out. The staple line did not hold. Did the device deliver malformed staples? If yes, please describe the location of the malformed staples (i.e. Distal, proximal, left or right side of staple line) no did the device cut completely and deliver an incomplete staple line? If yes, please describe the location of the incomplete staple line (i.e. Distal, proximal, left or right side of staple line) n/a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd and 3rd firing. Was buttressing material utilized? If so, which product? No buttressing material was used if so they normally use bard. Was the instrument fired across or near an existing staple line or clip? Near a clip and at a difficult angle. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? Not sure. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes . Was there any difficulty removing the device from the tissue? If yes, how was the device. Removed from the tissue? Was there any damage to the tissue? No the analysis found that one pse45a device was returned in good visual condition and with three ecr60w cartridge reloads present. Cartridge (b) was received fully fired. In addition the returned reload (b) was disassembled to verify the condition of the internal components and it was noted to have the one piece sled damaged. It is possible that the device was attempted to fire on thicker tissue than indicated. Cartridge (c, d) were received unfired and inside their sterile package. The device was tested for functionality in the straight position with returned cartridge (c) reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.